Event description:
It was reported a reading >40000 ohms. Company rep indicated that the left lead was removed due to infection and that they had kept right lead intact. The company rep was going to re-run impedances and check reference electrodes 8-15. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).